Event description:
Medtronic physio-control is investigating three failures of diode cr37 that occurred during the manufacturing process. The diode failure caused the high voltage charger to fail. If this failure were to occur during pt use, the device may shut off during defib charge. There have been no reports of this failure from distributed product.